Event description:
I contacted the FDA's website. Do you assist in the state of (B)(6). A catheter broke and clapped in my left wrist. I've been having all types of major issues with my whole left arm and hand. This occurred after a brain tumor surgery (B)(6) 2022. I've called and contacted the patient advocate at the operating hospital by I've had nothing to help with these issues but extra medical bills applied to my (B)(6) insurance through (B)(6) coverage.